Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that there was high capture threshold due to a dislodgement of the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.